Event description:
The customer reported that the jaws of the instrument would not open after activation. The surgeon forced the jaws open to remove the device. It is unknown what methods were used to open the jaws. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.